Event description:
It was reported that during the procedure the nurse noticed bleeding and "believed the device was not holding the necessary pressure." The device was not replaced and there was no patient injury reported by the facility.

Manufacturer narrative:
Further follow-up with the facility confirmed the device was never checked to see if it was properly inflated and the procedure was completed using the complaint device. The returned device was examined and an initial inspection did not identify any holes, tears, punctures, or obvious defects that could result in a potential leak. Function testing was performed by two different operators and the device passed all function testing. Since the device passed all function testing, a root cause could not be determined. A review of the lot control sheet for the device confirmed the device passed all function testing before leaving ascent. Due to the infrequency of this type of event, no trend analysis is available.